Event description:
It was reported that the usb cable sparked when plugged into the pump. A replacement cable was sent to the customer to resolve the issue. Customer's blood glucose (bg) level was 76mg/dl.

Manufacturer narrative:
Device not returned.